Event description:
During a diagnostic procedure, the tip of an angiographic catheter partially separated from the catheter body. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. A review of the device history record did not reveal any exception documents. A follow-up report will be submitted when the evaluation has been completed. Evaluation: method: device history record was reviewed. Conclusion: a follow-up report will be submitted when the evaluation has been completed.